Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that a recently implanted patient was still experiencing soreness after the procedure. The physician stated that the patient's nerves were still inflamed at the lead site due to the procedure and the patient was having a burning stimulation whether the stimulation was on or off on the hand. The patient was treated with a medrol dose pack, an anti-inflammatory. It was reported that the patient was doing well.